Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ pro pen needle experienced leakage. The following information was provided by the initial reporter: according to the user's information, before administration of ozempic (2 mg) at a dose of 1 mg, the drug solution leaked from the root of the needle pe.

Manufacturer narrative:
H6: investigation summary one open 32g x 4mm pen needle sample and four photos were returned from an unknown lot. No., cat. No. 320559. A clog test as per q-sop-183-dl was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that the bd micro-fine¿ pro pen needle experienced leakage. The following information was provided by the initial reporter: according to the user's information, before administration of ozempic (2 mg) at a dose of 1 mg, the drug solution leaked from the root of the needle pe.